Event description:
Customer reported system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. System operates as intended.